Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify charge/battery lasts less than expected anomaly and failed battery test alert due to blank display.

Event description:
The customer reported via phone call that insulin pump had failed battery, had battery related issues. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the battery cap was not damaged. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.